Manufacturer narrative:
Actual prod was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to spec.

Event description:
Caller indicated the assure 4 was reading high. 7 am test 1 on first meter read around 400+ range. Test 2 on second meter read around 400+. Pt had symptoms. As a standard procedure they requested a lab draw, which yielded a result of 44 later in the day. Customer was not sure what time the lab draw occurred.